Manufacturer narrative:
The implant date, lot number, manufacture date, and expiration date were obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced product performance issues with this inflatable penile prosthesis (ipp) leading to a replacement surgery. Visual inspection of the explanted components identified a cylinder perforation, fluid loss was present. The existing cylinders and pump were replaced with new components. No additional patient complications were reported